Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information.

Event description:
Related manufacturer report number 3006705815-2022-16913. It was reported the patient was unable to set ipg to MRI mode due to a low impedance on one contact, all the trouble shooting steps we were unable to resolve the impedance. Surgical intervention was undertaken on (B)(6) 2022 during which the system was explanted.